Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the black box indicated rebooting had occurred. Visual inspection found no damage to the battery cap or battery compartment; the battery cap secured appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had rebooted without user intervention. The reporter indicated that the patient had a blood glucose level of 400 mg/dl with no reported symptoms, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.